Event description:
Rn recommend patient port needle at the end of immunotherapy treatment. Port was a powerloc bard 20g 0.75inch needle. Rn pulled back, attempting to have needle lock via safety feature. The needle did not lock into the safety and rn stuck with needle. Needles were changed 4-6 months ago. They seem to be a little more flimsy than others we used to use. Recommend going back to previous type. Manufacturer response for port needle, powerloc bard 20g 0.75inch needle (per site reporter).